Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06805. It was reported that the implantable cardioverter defibrillator had migrated from the original implant site or position. The device was successfully repositioned. The patient's condition was stable.